Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the device check showed and upward/high trend and unstable rv thresholds on the right ventricular (rv) lead. The rv lead remains in use and will be monitored as the patient has another device check scheduled. No patient complications have been reported as a result of this event.